Manufacturer narrative:
The analysis of the suspect stand-alone board and x-ray relay were completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the x-ray relay control board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the iso standalone board, x-ray relay and x-ray relay control board were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the generator would intermittently not complete start up. Restarting the imaging system would resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.